Event description:
Related to MFR report #2183959-2012-00365. Related to MFR report #2183959-2012-00366. The pt was implanted with an elevate posterior prolapse repair system on or about (B)(6) 2010. It was reported the pt experienced pain, disability, and permanent injury. On (B)(6) 2010, the pt underwent surgery to excise a perianal ulceration due to severe pain and infections.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.